Event description:
15 bags from this batch. Filled 3 bags and noticed leakage where transfer tubing connects to harder plastic bag tubing. Sorted through case and found 15 more bags that were suspect. Returned 15 unused bags to distributor.